Event description:
It was reported that loss of capture was seen on this lead five days after implant, and micro-perforation was seen. Subsequently, the patient underwent a revision procedure, and this lead was successfully repositioned. Besides intervention, there were no other adverse patient effects reported.

Manufacturer narrative:
This lead remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that loss of capture was seen on this lead five days after implant, and micro-perforation was seen. Subsequently, the patient underwent a revision procedure, and this lead was successfully repositioned. Besides intervention, there were no other adverse patient effects reported.